Event description:
Customer called to report a clear fluid leak from the right side of the coulter lh750 hematology analyzer. Customer suspected that it came from the flow cell area. On the same day, the field service engineer (fse) inspected the instrument and found that the tubing from the differential mixing chamber was disconnected. The fse reattached the tubing to the differential mixing chamber and verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
(B)(4).